Event description:
On 16/mar/2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's porn, it was reported this patient was hospitalized on (B)(6) 2022 due to a malposition of her pd catheter (not a fresenius product). It was explained the patient previously experienced drain complications as a result of catheter malfunction. It was verified through the patient's discharge summary the patient did not have peritonitis as previously reported. The patient thought she had peritonitis upon admission and reported the same to her primary porn. It was affirmed the patient was ruled out for peritonitis while hospitalized as stated on the patient's discharge summary in the outpatient clinic. The patient underwent a pd catheter exchange (date unknown) during this hospitalization and was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient's pd catheter malposition, the associated procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).